Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve and diaphragmatic nerve stimulation. The physician was unable to resolve the stimulation with programming changes, so the lv lead was programmed off. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2011; 694758 lead; implanted: (B)(6) 2011. (B)(4).